Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: "a connection loss issue was reported with the abbott diabetes care device. The sensors were repeatedly losing connection with the iphone app after only 2¿3 days of use, even though each sensor is supposed to function for 15 days. When the signal drops unexpectedly, the system cannot deliver low-glucose alarms at night, creating a serious safety risk. Over the past month, five sensors have failed early, leading to multiple insertion sites on the customers arm and making it difficult to place new sensors. Replacement sensors are arriving slower than they are failing, forcing a return to finger-stick testing and requiring higher blood sugar targets to avoid dangerous lows. After multiple calls with customer support, the customer learned that the app¿s compatibility is tied to older ios versions, but this was not clearly communicated. Adc customer service was able to successfully contact the customer who advised them they no longer needed assistance and switched to a competitor device. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device. However, no product has been received at this time despite follow up attempts by adc. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and the product; no trends were identified that would indicate any product related issues. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. This is a 3 of 5 MDR submission. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: "a connection loss issue was reported with the abbott diabetes care device. The sensors were repeatedly losing connection with the iphone app after only 2¿3 days of use, even though each sensor is supposed to function for 15 days. When the signal drops unexpectedly, the system cannot deliver low-glucose alarms at night, creating a serious safety risk. Over the past month, five sensors have failed early, leading to multiple insertion sites on the customers arm and making it difficult to place new sensors. Replacement sensors are arriving slower than they are failing, forcing a return to finger-stick testing and requiring higher blood sugar targets to avoid dangerous lows. After multiple calls with customer support, the customer learned that the app¿s compatibility is tied to older ios versions, but this was not clearly communicated. Adc customer service was able to successfully contact the customer who advised them they no longer needed assistance and switched to a competitor device. Based on the information provided, there was no report of serious injury associated with this event.